Event description:
At about 13 years 2 months after the primary, the patient came in presenting pain due to a loose stem and the cause is unknown. There was no indication of trauma. The surgeon revised the stem and head to competitor stem and head, and revised the liner to medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 may 2026 lot 124656: (B)(4) items manufactured and released on 21-dec-2012. Expiration date: 2017-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause:aseptic loosening is possible literature described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event and the investigation does not indicate any potential manufacturing related issue or systemic deficiency.